Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6); sigphandle, sig power sigphandle handle (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a stomach wedge resection, after firing the stapler into the tissue, the beam did not retract, and the cartridge jaws did not open. The surgeon used an energy device to cut the stapled area and then sutured it with suture. The surgeon tried to open the cartridge using a manual tool but failed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the jaws were clamped on a piece of resected tissue. The I beam was advanced to the 1cm cut line. Laminates were herniated from the side of the reload. The proximal end of the shaft was not visible. A retract tool could be seen. The jaws of the reload were open. The I beam was retracted. The reload shaft assembly was pulled down and the laminates were exposed. The laminates were bent and a blowout plate was visible. A loose spring was visible. A sigadaptstnd was visible and no visual abnormalities could be seen. A piece of resected tissue with a staple line could be seen. All staples in the tissue appeared properly placed. It was reported that the instrument locked on tissue, difficult to retract knife blade and articulation joint broken. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.